Event description:
It was reported that the patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The account has declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The device operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.